Event description:
Customer reports obtaining results of 486 mg/dl and 158 mg/dl within 1 minute on the same device. The customer reports taking 60 units of 70/30 insulin based on the 486mg/dl result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.